Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported the insulin pump alarmed to indicate the force sensor was broken or there was a possible issue with the motor. Customer's blood glucose was 7.0 mmol/l. The device was not exposed to any magnetic resonance imaging and could not be rewound. Customer was advised the device would be replaced but did not agree to return the product for analysis.